Event description:
It was reported by customer, that the cardiosave intra-aortic balloon pump (iabp) was not charging its batteries while plugged in before use. There was no patient involvement.

Manufacturer narrative:
Updated fields - b3, b4, b5, b6, b7, d8, d9, d10, e1(initial reporter), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse inspected device and it was not charging the batteries. No charging current going to either battery. Fse replaced power management board batteries, now charging ok. All checks completed and functional tests ok.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospital. Event site telephone -(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that the cardiosave intra-aortic balloon pump (iabp) was not charging its batteries while plugged in during use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11 corrected fields: h6 (investigation conclusions).